Event description:
The customer reported being in the emergency room for high blood glucose. The blood glucose reading was 560mg/dl. The customer was released and his sugar level was 260mg/dl. Several hours later, the customer visited his doctor and the glucose level rose to 460mg/dl. Customer was treated with 25u of novolog. Troubleshooting was performed. Found that the customer was not on the pump for several days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.